Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01890. The pt received her scs system, including two percutaneous leads, on (B)(6) 2011 for low back and leg pain. It was reported that the pt experienced a fall and subsequently felt a change in her stimulation location. An x-ray revealed lead migration. The physician explanted and replaced the leads with a surgical lead on (B)(6) 2011. No further pt issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.